Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2007. It was reported that a cannulated mas screw head became detached from the post portion of the screw on a follow-up xray taken 8 days post-op. According to the surgeon, "the patient is a poli-trauma patient and the implant cannot be removed". No revision surgery has been scheduled. No patient complications were reported.